Event description:
It was reported that approximately three months post vena cava filter implant, a detached filter limb was discovered as an incidental finding from an unrelated procedure. The filter and the detached limb were successfully retrieved. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.